Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited high pacing impedance after the helix was released during operation. The lead was not used and replaced during procedure. There were no patient consequences.